Event description:
It was reported that the target lesion is in the left anterior descending artery, with mild tortuosity, no calcification, a 90% stenosis, and existing thrombus. The patient was experiencing an acute myocardial infarction. On (B)(6) 2011, a 2.25x15 mm mini vision stent was implanted and the procedure was considered successful; however, the patient remained hospitalized and on (B)(6) 2011, the patient was experiencing chest pain, angiography was performed and thrombus was noted. The thrombus was aspirated successfully, blood flow recovered to timi iii. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant medical products: guide wire: runthrough; guide catheter: heartrail ii 6f bl3.5. (B)(4): indications for use. In this case, there were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the mini vision instructions for use (IFU) as known adverse events. It should be noted that the japan mini vision IFU states: mini vision is contraindicated for patients who exhibit angiographic evidence of existing thrombus. In this case, it is unknown if the reported IFU violation directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Correction: the MFR aware date was filed incorrectly on the supplemental medwatch as (B)(4) 2012 and should have been (B)(4) 2011.

Manufacturer narrative:
(B)(4).